Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported difficult to insert due to clip becoming caught on the clip introducer (ci) resulting in torn material (ci) appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the torn clip introducer. It was reported that during preparation of the mitraclip delivery system (cds), while loading the clip into the clip introducer, the clip became caught on the clip introducer and the clip introducer tore. The device was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.